Event description:
During a renal tumor case, the physician indicated that the needles did not seem to freeze well during the second freeze. The doctor felt that the iceball did not grow as anticipated, and it seemed to happen as the gas left in the bottle dropped. They did not change the gas bottle at this time, as they felt that the amount of gas left was still, or should have been sufficient. The freeze was extended to overcome apparent shortfall in the iceball. The doctor has a concern that this pt may have rec'd a sub optimal treatment; however, this will not be determined for at least 3 months.

Manufacturer narrative:
The system software log files were reviewed and the root cause of the reported issue appears to be related to a regulator that was not operating properly. A failure of the regulator renders the system inoperable but will not cause direct pt injury. In this event, the treatment was extended to ensure adequate cryotherapy was delivered. Event with the extended treatment the pt could have experienced an under treatment and may require a second treatment to ensure adequate tumor coverage. The physician will re-evaluated the pt at a later date. A field corrective action (3004462490-08/10/12-001-c) for this issue has been implemented to replace the regulators for the system.